Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix plus lancet device after firing. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.

Manufacturer narrative:
Device received in a condition that made analysis impossible. At the time the suspect device was received, the device could not be primed, due to a defective button.